Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm the device malfunction, device has not been returned for analysis, a request for the device and additional info has been made by ams. No conclusion can be drawn at this time.

Event description:
Info received indicates a (B)(6) pt was implanted with an acticon device, details not provided. On (B)(6) 2010, the cuff was removed and replaced due to fluid loss.